Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the patient's mother that her daughter had a ns and there was a perforation. Sometime post procedure the pt was rushed to the hospital with heavy bleeding. Mother stated it was a life and death situation. We have been unable to obtain additional information surrounding this event.